Event description:
It was reported that the pump battery would not charge. The caller confirmed using the correct tandem charging cable and various wall outlets without success. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.